Event description:
The nurse flushed the line pulling the elastic band which controls the fluid flow. The nurse pulled the elastic band with enough force to break the elastic. There was no free flow noted.